Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prescribed a new medication and health care provider advised that basal setting should be reduced by 1/3 of the current rate. Customer adjusted settings accordingly and began experiencing fluctuating blood glucose (bg) levels (40 mg/dl &#14386;40 mg/dl). Customer drank orange juice to correct the low bg and delivered boluses to correct the elevated bg levels. During troubleshooting with tandem technical support, the customer adjusted pump settings to address the issue.